Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that an optical error occurred. No other details regarding the nature of the event were provided.